Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found overinfusion was due to an undetermined root cause. The pump was analyzed according to an approved deviation of the work instructions for this model of pump. During the tests, the pump was found to be overinfusing by more than 14% at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, the pump would be further evaluated by engineering using 3-d computer tomography (CT) scanning of the pump-head compartment, video, or other characterization/investigation testing. Any additional finding will be submitted. (B)(4)

Event description:
Additional information received reported the patient die on 2014-(B)(6). The patient had a myocardial infarction (mi) and suspected pneumonia. On the previous friday, all the medication was taken out. The erv was 39.5 ml and they were only able to get out 39 ml. It was reported by the patient's nurse that the patient ended up getting about 15 mg of dilaudid in 48 hours, which was "definitely an overdose".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported prior to the patient death and after the last refill, the patient was sedated but responded to narcan. The patient death was attributed to "other medical factors"/sepsis, but a contributor was also "overdose related to pump malfunction. It was also reported hospital admission and stopping the pump and emptying it were actions taken as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implant and explant date were updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2014-nov-11, information was received from (B)(6) healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) and bupivacaine for chronic/non-malignant back pain. Pump logs obtained from (B)(6) 2014 at 12:31 indicate dilaudid (hydromorphone) was 20.0 mg/ml delivered at 2.996 mg/day and bupivacaine was 30.0 mg/ml delivered at 4.494 mg/day. Flow rate of 0.15 ml/day. The patient's medical history included coronary artery disease, aortic stenosis, aortic valve replacement, pneumonia, sepsis. The patient's concomitant medications included aspirin, bisoprolol, docusate sodium, fludracort, fluticasone, folic acid, omega-3, prednisone, rabeprazole, sertraline, salbutamol, simvastatin, tolterodine, calcium, zopiclone. This case involved a (B)(6)-year-old female patient who was implanted with a synchromed ii infusion pump (sn (B)(4)) on (B)(6) 2013. On (B)(6) 2014 (also noted as "(B)(6) 2014"), a volume discrepancy was identified during a pump refill. The estimated reservoir volume (erv) was 2.3 ml and the actual reservoir volume (arv) was 0.0 ml. A catheter assessment was performed and "good cerebrospinal fluid (csf) returned." The pump was refilled and the infusion rate was decreased. The patient came in 3 months early for another refill on (B)(6) 2014. An additional volume discrepancy was identified during the refill. The erv=15.6 ml and the arv=0.0 ml. The hcp reported a catheter access port (cap) study had been performed at the previous two refills ((B)(6) 2014) and they were able to aspirate successfully from the side-port. Notes on logs indicate a flush was performed with normal saline (ns) and "good-able to get returns back" were the results. The pump was reported to be malfunctioning and running fast. The pump was refilled and the rate was decreased. A catheter priming bolus was performed first then a change in drug concentration was programmed for a bridge bolus. The patient had no issues or side effects at this time per a rep present "at this time". The hcp reported the patient was difficult to arouse/unresponsive on (B)(6) 2014. Also reported that the patient was sedated and responded to narcan. The patient was on their way to the emergency room (ER) of a local hospital and admitted. It was noted the pump malfunctioned and overdosed the patient. Medication was removed from the pump. A volume discrepancy was noted; erv=39.5 ml, arv=39 ml which meant the "patient received 15 mg of dilaudid in 48 hours." The patient died on (B)(6) 2014. The death was reported as related to "other medical factors"/sepsis, but "overdose was a contributor."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the last two refills of this pump the reservoir was empty and overdose occurred. The refill on (B)(6) 2014 the expected reservoir volume (erv)was 2.3 milliliters (ml) but the actual reservoir volume (arv) was zero. At the refill on (B)(6) 2014, the arv was 15.6 ml and the arv was 0 ml. On (B)(6) 2014 the patient was difficult to arouse/unresponsive and the patient was in transport to the emergency room of a local hospital. However, the patient was to be transported to the hospital to which the implant occurred. A catheter access port study had been done at the past two refills and there was successful side port aspiration. The patient was to be managed with oral medications until the explant of the device could be scheduled. The pump was expected to be returned for analysis. The patient¿s current status was unknown. This device system delivered hydromorphone and bupivacaine. Additional information was requested to verify patient symptoms, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.